Event description:
The suspect device result was 300+ mg/dl. The user went to the hosp and their glucose was 500+ mg/dl an hour later. Pt was treated with an insulin IV. Controls were in range on the device. The device was replaced and requested to be returned for evaluation.